Event description:
On (B)(6) 2025, a user reported feeling shaky and confused during a supply change and was unable to determine their blood glucose (bg) level. A glucometer reading showed a bg of 222[?]mg/dl. The user stated they had been disconnected from the ilet for an unknown duration and was transported to the emergency room by a caregiver. The user was hospitalized and later reported the insulin cartridge had run out overnight, resulting in sustained hyperglycemia. The user has since returned to multiple daily injections (mdi) and plans to undergo additional training before restarting the ilet.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The log review confirmed the ilet was operating as intended. Insulin-out-of-drug alerts were generated beginning the evening of (B)(6) 2025, followed by high glucose and system suspension alerts due to lack of insulin and missed blood glucose (bg) entries. Insulin dosing ceased per system design. The alerts were not consistently acknowledged. The ilet responded appropriately to cgm glucose trends and dosing requests until insulin supply was depleted. The cause of the user's hyperglycemia is consistent with depletion of insulin supply.